Manufacturer narrative:
We have not received the complaint device for evaluation since the device is still at the user facility. Hence, we could not conclusively determine the root cause of the defect. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. We have not received any other complaints related to a similar issue for devices from this lot number. Please note that we do conduct 100% inspection of the hoop assembly during the manufacturing process. Our manufacturing team inspect each device to ensure the blades and the hoops properly actuate and exit the retainer when the device is opened and they fully enter into the retainer and the sheath when they are closed. Our quality group also samples these devices before final packaging to ensure proper blades and hoops actuation. No defect was noted in any of the devices from this lot during inspection process. Device was not used in the patient. Another valvulotome was used for the surgery. Until product is returned from the hospital, we remain inconclusive on the exact nature of the complaint. Further information will be conveyed upon receipt of the sample.

Event description:
The hoops of the valvulotome did not close properly during pre-use check.